Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarms occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided with ketones. Reportedly the customers mother administered a manual correction bolus to address elevated bg.